Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial (ra) lead had been exhibiting noise, poor sensing, and low pacing impedance. The lead was capped and replaced on 5 may 2021 during device upgrade procedure. The patient was stable.